Manufacturer narrative:
Additional information : the device was received with the aluminum foil peeled. A visual inspection performed with the naked eye noted that the sponge was found fully separated from the cap. The reported issue was verified. The cause of the condition was believed to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. This was found when opening the package, before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.